Event description:
Supply, processing and distribution (spd) manager noted concern with labeling in "directions for use" enclosed with the product. The directions for sterilization recommended by the manufacturer are below aami standards. When spd mgr. Discussed this with manufacturer, representative stated that this was what their people had validated. Manufacturer suggested that we run our own validation study on a sterilization protocol of our choice. Note: current model sterilizers (certified sterilizers) will not accept the sterilization regimen specified by the manufacturer. Manufacturer response for device, ophthalmic surgery, malyugin ring system: manufacturer suggested that we run our own validation study on sterlization procedure of our choice.